Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed hipot and te recognition test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, there was an open pulse wire inside the trunk cable. The cause for the test failure is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The last pt to use this belt did not report any deficiencies.